Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a hysterectomy with unilateral oophorectomy ). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2009, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results: in (B)(6) 2009 plaintiff had an hysterosalpingogram test performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.